Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a full system explant procedure. It was noted that the patient had superior vena cava syndrome and after imaging was taken, the physician determined that the crt-p system which involved the device, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads had contributed to patient current condition. The crt-p system was explanted and replaced with a new system successfully. No additional adverse patient effects were reported. This crt-p device and the leads are expected to be returned to facility.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a full system explant procedure. It was noted that the patient had superior vena cava syndrome and after imaging was taken, the physician determined that the crt-p system which involved the device, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads had contributed to patient current condition. The crt-p system was explanted and replaced with a new system successfully. No additional adverse patient effects were reported. This crt-p device and the leads are expected to be returned to facility.